Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed no evidence of the reported problem. To further investigate, three separate delivery accuracy tests were performed. Customer's problem regarding delivery accuracy was unable to be duplicated. The pump was slightly over delivering but within the published +/-6 percent specification. Fluid ingressions was found on the pump by the chassis base of the occlusion sensors and expulsor. It is possible the fluid ingressions damaged the pump expulsor gasket and caused the issue. The pumps expulsor was replaced in order to bring the delivery into more nominal of a range. No further actions taken.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device failed +8.15 percent. This occurred during testing. There was no patient involved.